Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple shocks. Upon device interrogation, noise was noted. Insulation failure was suspected. Appropriate magnet response was seen. Additional episodes of noise events were noted on further interrogation. High voltage therapy was turned off to prevent further shocks. All other electrical parameters were within normal range. Device and lead replacement was discussed. The patient was in a stable condition.